Event description:
The customer reported that 200 ml excessive fluid removal occurred between the hrs of 04:00 and 05:00. The pt's treatment was stopped and the pt resumed treatment on a different prisma machine.